Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) after arrival, the touchscreen responded normally across the entire display, with the cursor following finger movement accurately. The station was shut down, all in one (aio) was reseated, the screen was recalibrated, and functionality was tested by touching all areas and in hardware test application; no issues were observed at the time. The issue appeared intermittent and follow up with user was planned; part verification and possible station reimage were noted if the issue recurs. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was faulty and receptive to touch. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.